Manufacturer narrative:
The account found fluid on the lockout board. The account dried the lockout board to repair the bed.

Event description:
The account alleged that the bed had an unintentional movement of the hi/low up.